Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. It was reported that the device stopped pumping after 7 days. Pico 7 devices are designed to provide npwt for 7 days. Therefore, the device performed as expected. It was also reported that the dressing was left on the patient for more than 10 days. The IFU for pico 7 device clearly states that the dressing should be changed every 3-4 days or up to 7 days, at the health care professional¿s discretion ¿ but must be removed after 7 days. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the patient had a hip replacement done and pico 7 was started after on (B)(6) 2019. He stated his visiting nurse came on (B)(6) and that the visiting nurse noticed that the device was not blinking anymore and then found out that device was only supposed to function up to seven days. The patient was concerned whether it is okay to leave the dressing on for more than 7 days or 14 days because tomorrow will already be his day 10th (dressing hasn't been changed yet). He confirmed that the pico dressing "looks perfect and clean¿ and without any visible drainage. This nurse provided info per cg that dressing needs to be changed after the seventh day. He was referred back to his surgeon for medical decision/advice. The patient hesitated to provide the name of the hospital where pico was started. No additional information provided.